Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The blood glucose reading at time of call was 545 mg/dl. It was stated that the customer changes the infusion set three times to resolve the high blood glucose and was unsuccessful. No further info was provided.